Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an emergency procedure, the user reported that no table or stand movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure, the movements of the stand and table were blocked. The user was informed of this condition by the displayed system message "emergency button active". As a result, the procedure was continued and finished using an alternative system. An on-site service intervention revealed that the emergency button on a control room module had been pressed. After resetting the emergency button and a subsequent power cycle, the system again worked as intended. No system deficiencies were identified. In the event that the emergency button is pressed, the operator's manual contains sufficient information to restore the system to its normal operation. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.